Manufacturer narrative:
The product code was reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The spectrum iq operator's manual outlines instructions to resolve an "air-in-line!" Alarm, which includes opening the door to assess the line and removing the air if necessary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air-in-line during vasopressor therapy (medication, dose, programmed amount and delivery rate unknown). The intravenous (IV) infusion therapy was stopped, and the IV tubing was disconnected from the patient to resolve the alarm. The setup allegedly comprised of both levophed and vasopressin "sharing a line", and the patient's mean arterial pressure (map) reportedly decreased "below 60" when the infusion therapy was stopped. Following resolution of the alarm, another vasopressor was administered to the patient in order "to maintain map>60". No additional information is available.